Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral using a proglide after an interventional atherectomy with jetstream procedure using a 6f sheath. Reportedly, during insertion of the device it was noticed the area where the foot and distal guide meet to be soft. Although it felt like something inside the black shaft had broken, it was confirmed the device did not separate nor broke. The device was able to be pushed down the wire without any problems as there was no resistance detected. There was no foreign object left in the anatomy as it was confirmed via imaging. An attempt was made to push the needles [depress the plunger] but due to the kink which was noted when the device was removed, the needles could not be pushed all the way through. The device was removed and hemostasis was achieved with a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿needles could not be pushed all the way through¿ was not confirmed. The reported kink was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.